Event description:
(B)(4). Pain on lower left side of my body- upper thigh, pelvic area, back pain and numbness in both legs, numbness in both arms and hands, extremely painful menstrual cramps, blood clots and heavy bleeding during menstrual cycle, period occurring every 21-23 days, constant urge to urinate, constant urge to defecate , possible adenomyosis diagnosis.